Manufacturer narrative:
Insulin pump not received stuck in manufacturing mode. Insulin pump was received with partially broken reservoir tube lip, missing reservoir tube retainer, missing reservoir tube o-ring, scratched case and minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump had cosmetic damage and reservoir lip it was brittle and was cracking off. The blood glucose at the time of the incident was 130 mg/dl. The device will be returned for analysis.